Manufacturer narrative:
Product not returned for evaluation. Internal report #(B)(4). Most likely underlying root cause of malfunction noted in the complaint: strip issue, user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer called about her meter reading "hi". Explained that "hi" means the glucose is over 600 mg/dl. Strips expire 04/26/2015. Customers ran blood test on husband-190, customer ran blood test on themselves - "535". Advised seeking medical attention.